Event description:
The patient contacted animas on (B)(6) 2014 reporting that two of their cartridges were leaking insulin. The patient stated that their blood glucose (bg) levels are running higher than usual for the past two to three weeks. The patient stated that their bg was 132 mg/dl then early afternoon 269 mg/dl in which they corrected with a bolus and current bg readings was 145 mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to the leaking cartridge.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.